Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to fluid loss from a tear. Beginning in the middle of december the patient reported that the inflation of the cuff was not enough. The patient was implanted with a new 4.0cm aus cuff. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to fluid loss from a tear. Beginning in the middle of december the patient reported that the inflation of the cuff was not enough. The patient was implanted with a new 4.0cm aus cuff. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams800 device was visually inspected and functionally tested. There was a leak in the cuff that was the result of a sharp instrument consistent with explant damage. The cuff was severed into two pieces and only one half was returned.